Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose. Blood glucose level was 40 mg/dl. Symptoms of low blood glucose was shaking, sweating and mental confusion. Displacement verification test was okay. Customer stated that the auto mode was ended because it was ignored that the blood glucose value was required. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.